Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 3.1.6. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: L2+.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
The patient was wearing a Pod on the arm for approximately one hour. The patient reported that the Pod adhesive was not sticking well to the skin and blood glucose increased to 31.9 mmol/L (574 mg/dL) despite administration of approximately 7 units of insulin recorded as insulin on board. The patient reported sweating, feeling sick, and ketones of 1.9 mmol/L. The patient changed the Pod; however, after applying a new Pod, the patient reported being unable to administer a bolus because the bolus calculator would not allow it. Due to worsening symptoms, the patient sought medical attention on (b)(6)2026 and was diagnosed with diabetic ketoacidosis (DKA). Treatment included NovoRapid insulin injections and intravenous fluids. The patient remained in the emergency department for approximately 5 hours and was discharged the following morning. Another new Pod was successfully applied. The returned product was not available for evaluation as it was discarded. No additional information was provided.